Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that all issues resolved. Patient has been reprogrammed since this occurred and is no longer feeling uncomfortable stimulation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with their therapy and the issue began 2 days ago. Patient stated they turned their stimulation down at work because the stimulation was too strong and when they turned the stimulation back up it shocked them. Patient said they wanted to turn their stimulation off but they couldn't get the handset to connect to their implanted neurostimulator. Patient mentioned they wanted to adjust therapy up since it was too low. Agent walked patient through resetting the communicator and handset. Patient confirmed they were able to successfully connect the handset and communicator. Patient confirmed they now see the therapy on/off screen on their handset. Patient mentioned they didn't get any instructions with it and agent ordered a patient manual. The troubleshooting steps that were taken on the call resolved the issue. When asked for hcp, patient mentioned dr. (B)(6) put their implant in and they will see dr. (B)(6) in (B)(6).